Event description:
It was reported that during an attempted implant, there was difficulty positioning the lead due to the patient's cardiac muscle abnormality. After so many attempts, the lead helix would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.